Event description:
End-user reported the skin located to the left lower quadrant, under the white tape collar had with circumferential redness and itching. Prior to using this product since (B)(6) 2013, the reporter used an esteem 1 pc drainable pouch with cut-to-fit durahesive plus skin barrier, invisiclose tail closure and filter and experienced a slight redness under the white tape collar as a result. This redness has become worse since the use of current product.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the s4s/ sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer and this event is deemed possible because product us is temporally associated with the skin where the problem occurred. According to end-user, she changes her pouch every 3-4 days. She applies stomahesive powder followed by a 3m no sting protective barrier spray. The peristomal area is cleansed with baby soap, then applies eakin cohesive seals. The end-user was instructed to cut the white tape collar off her skin barrier pending receipt of samples. End-user was also instructed to use water and mild soap; one that did contain any lotions, moisturizers or creams, to cleanse peristomal skin. In addition, the use of a system without a white acrylic tape collar was recommended. The end-user was instructed to call back if condition did not improve, and for any questions and/or additional instructions. No additional event/ patient details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow report will be submitted. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.